Manufacturer narrative:
(B)(4) report 3003898360-2019-00966 was submitted in err. An updated complaint description was received stating that the balloon did not rupture and inflated properly. Report 3003898360-2019-00966 is being retracted.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 12 mm x 70 mm lot #73a1900236 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after inserting the device into the patient's abdominal cavity, the user injected 15 cc air into the balloon. However, the balloon did not inflate, and the user found that it was ruptured. Therefore, he/she removed the device and replaced it with a new one. No harm to the patient was reported.